Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had broken/fracture/damaged lead. The health care provider wanted to reach a manufacturer representative as they are going to schedule a lead replacement for the patient. The patient fell over (B)(6) and has since lacked therapy though the health care provider's notes no impedance measurements taken (to her knowledge). The patient lack of therapy was noted as sudden. The health care provider met with patient on (B)(6) 2015. The revision has not been done yet. The indications for use for this patient were gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A follow-up report will be sent if additional information becomes available.